Event description:
It was reported in received clinical notes that the patient's device was set to 0.0ma of output current and magnet output current. There was no indication that the treating physician intentionally had programmed the patient to those settings, and it was stated that the vns system was not working, within the note for that date. The neurologist reprogrammed the patient to the desired settings. All attempts for further information regarding the issue from the treating neurologist have been unsuccessful to date. There are known software malfunctions that can cause the device to be inadvertently programmed to 0.0ma output current and magnet output current. It is suspected that one of these malfunctions occurred, but it cannot be confirmed at this time.